Manufacturer narrative:
Per additional information received, the physician stated the native valve was severely calcified. During valve placement the valve was repositioned multiple times and was deployed too ventricular.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. 20 months post implanted it was reported the valve was explanted. No additional information regarding the explant procedural is available at this time.

Manufacturer narrative:
Additional information: b1: product problem b2: required intervention b5: post-tavi, patient alternated left bundle branch block and right bundle branch block motivating the installation of a pacemaker (date of this event is unknown at this time). The patient had atrial fibrillation at the telemetry prompting the introduction of coumadin. Approximately 1 year and a half after implant, it was found that the valve had migrated towards the ventricle causing moderate to severe mitral regurgitation. In addition, the trans-aortic gradients were increased (average gradient at 46 mmhg and maximum gradient at 78 mmhg), the prosthesis was no longer in the aortic position. A valve-in-valve tavi was not envisaged given the intra-ventricular position of the sapien 3, and the need for mitral valve replacement (moderate to severe mitral insufficiency secondary to sapien 3 ventricular migration). The sapien 3 was explanted and replaced by a edwards magna ease 21 mm. To date, the valve is functioning properly, with a maximum gradient at 18 mmhg, an average gradient at 10 mmhg, surface at 2.8 cm2, without aortic regurgitation. Patient was fine after valve replacement. As per medical opinion, valve migration was probably related to the fact that post deployment the sapien 3 valve was observed to be in a too ventricular position. F10 patient code 1721 heart block, device code migration 4003, malposition 2616 g4: aware date 01/15/2020 correction to h1: changed from ¿malfunction¿ to ¿serious injury¿ h10: per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as document in a technical summary written by edwards lifesciences atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per the instructions for use (IFU), valve malposition and migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The exact cause of the reported conduction disorder was unable to be determined, but may have been related to the mechanisms explained in the technical summary mentioned above. The cause of the valve malposition (too ventricular) cannot be determined based on the limited information available, but may have been related to patient and/or procedural factors (not provided). Per medical opinion, the valve migration towards the ventricle resulting in mitral regurgitation was due to the original malposition (too ventricular) of the s3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Philip y.k. Panga, et al. A survivor of late prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation. Eur j cardiothorac surg (2012).

Event description:
Post-tavi, patient alternated left bundle branch block and right bundle branch block motivating the installation of a pacemaker (date of this event is unknown at this time). The patient had atrial fibrillation at the telemetry prompting the introduction of coumadin. Approximately 1 year and a half after implant, it was found that the valve had migrated towards the ventricle causing moderate to severe mitral regurgitation. In addition, the trans-aortic gradients were increased (average gradient at 46 mmhg and maximum gradient at 78 mmhg), the prosthesis was no longer in the aortic position. A valve-in-valve tavi was not envisaged given the intra-ventricular position of the sapien 3, and the need for mitral valve replacement (moderate to severe mitral insufficiency secondary to sapien 3 ventricular migration). The sapien 3 was explanted and replaced by a edwards magna ease 21 mm. To date, the valve is functioning properly, with a maximum gradient at 18 mmhg, an average gradient at 10 mmhg, surface at 2.8 cm2, without aortic regurgitation. Patient was fine after valve replacement. As per medical opinion, valve migration was probably related to the fact that post deployment the sapien 3 valve was observed to be in a too ventricular position.

Manufacturer narrative:
Updating FDA reporting follow up task owner.